Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was broken, stretched and jammed in a non-stryker microcatheter. Due to the damage noted to the main coil, further dimensional inspection could not be performed. As per the additional information, the coil was confirmed to be in good condition prior to use and the coil prepared as per dfu. It was confirmed that the 0.021 mandrel passed through the returned non-stryker microcatheter without difficulty. As per the target xxl dfu "target xxl detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters with a 0.48 mm [0.019 in] internal diameter." It is likely that the microcatheter was incompatible with the target coil causing the as reported "difficulty inserting" and "failure to detach". It was noted that the microcatheter was flattened towards the distal end which may have contributed to the as reported event as well. An assignable cause of use error will be assigned to the reported ¿mail coil difficulty inserting' and 'main coil failed/unable to detach' and the analyzed 'main coil broken/ fractured¿, ¿main coil stretched¿, and ¿main coil jammed¿. As the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
During the analysis of the returned device, it was revealed that the main coil was broken. No clinical consequences reported to the patient.